Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: analysis and results - there are no samples available for analysis, however, picture was provided. There are no previous complaints of this code-batch. There are no units in our stock. We have not received any sample from the customer. Nevertheless, we have received a picture that shows one open and unused sample that contains five sutures inside the pack instead of four as indicated in the product description. Review of the batch manufacturing records showed this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Taking into account that no other customer complaints have been received for this code-batch, we consider that this is an isolated and accidental unit caused by a human mistake during production process. Involved personnel will be informed about this incidence. Final conclusion - taking into account that the picture received shows a samples that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the picture received.

Event description:
It was reported that there was an issue with the suture. After opening the packet, it was noted that there were 5 needles instead of 4. It was not used on a patient. A picture confirmed the malfunction.